Event description:
Same cases as: 2134265-2015-00098 and 2134265-2015-00162. It was reported that an automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit (mdu) was sometimes unable to perform pullback. Also, it was further noted that the mdu connection, which was connected with the sled, was damaged. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).